Event description:
The patient stated that, while trying to insert the insulin cartridge into her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. She stated a full cartridge of insulin spilled into the cartridge compartment. During troubleshooting with a company representative, the proper removal and insertion of the insulin cartridge into the chamber was reviewed with the patient. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or a second party to address the issue. The product was replaced and requested to be returned for evaluation.